Event description:
A malfunction was reported on the customer's pump, but there were no adverse effects on the customer's blood glucose level as it did not exceed 500 mg/dl. To address the issue, tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer agreed to use multiple daily injections (mdi) as backup therapy and confirmed they would complete the necessary training before using the new pump. Additionally, the customer was provided instructions to put the malfunctioning pump into storage mode and instructed to return it to tandem using a pre-paid label within 10 days.